Event description:
It was reported that a revision procedure for this right atrial lead was performed due to the patient experiencing perforation and exhibiting pericardial effusion and requiring pericardiocentesis. The lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: impact codes.

Event description:
It was reported that a revision procedure for this right atrial lead was performed due to the patient experiencing perforation and exhibiting pericardial effusion and requiring pericardiocentesis. The lead remains in service. No further adverse patient effects were reported.